Event description:
The complainant was using a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. The pump experienced a 'placement signal not reliable' alarm appeared on the console. The positioning and motor current were verified, and support proceeded without interruption. There was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Product was not returned for investigation. Data logs showed drops/increases in signal not reliable (snr) to correlate directly with changes in p-level, however, it never dropped below specification to trigger a psnr alarm. Since product was not returned for investigation and data logs do not show clear cause for the ps not matching the ao line, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.